Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010; inratio: 2.7; (B)(4). Date: (B)(6) 2010; re-test: 2.5; (B)(4). Customer stated they were wiping the first drop of blood.

Manufacturer narrative:
Investigation pending.